Event description:
It was reported that during a gastric bypass procedure, the surgeon fired the device across the stomach and it stapled. After the firing he could not remove the device from the tissue. The surgeon then cut the device off of the tissue. The surgeon then cut the device off of the tissue and proceeded with the procedure. It is not known how the case was completed or the pt status at this time. Additional information was requested and the following was received: tissue was the stomach on the 3rd firing with a blue cartridge - other cartridges used were white. No buttressing material used. Fired near staple line as it was an extended staple line. The device made a loud 'crunching" noise when knife was extended - all handles and buttons returned as expected. The jaws did not open when on tissue. The device will not be released by the customer at this time. It may or may not be released. This pt has recovered. She has a smaller pouch than ideal but is not in any critical condition.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Customer will not release the device for evaluation. Evaluation summary. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.